Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user driver the power wheelchair in her yard with uneven and gravel surfaces without wearing a seat belt. Additionally the controller cable showed evidence of physical damage.

Event description:
End user reports while operating the motorized wheelchair in her front yard on gravel and uneven surfaces, the power wheelchair stopped and she fell out. End user was not wearing a seatbelt.